Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart rate. The right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead exhibited intermittent capture, high and rising thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.